Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: no data from the time of the event was available due to continued patient use. A review of the total daily dose history for the available date range showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.

Event description:
The reporter, reported that for one week the patient obtained elevated blood glucose readings. On (B)(6) 2011, the patient obtained the blood glucose readings of 597 mg/dl and 320 mg/dl, and experienced the symptom of nausea. The patient tested negative for ketones. The patient did not seek any medical attention or treatment. Troubleshooting revealed there was an insulin leak under the infusion base, the cannula was bent, the patient received an occlusion alarm on the pump, and the patient's infusion set insertion technique was incorrect. There is no evidence the pump was not accurately or correctly delivering insulin. However, as the patient experienced symptoms and blood glucose levels suggesting severe hyperglycemia while using the pump, and her incorrect technique may contribute to this injury, this complaint is being reported.